Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure on (B)(6), 2010. According to the complainant, the patient had a six centimeter stricture located between the esophagus and the cardia. The anatomy was tortuous and dilated using a 10-12mm cre balloon. The guide wire was advanced to stricture site; however the stent device could not cross the distal end of the stricture. The patient's anatomy was then dilated a second time using a 12-15mm cre balloon. The stent device was advanced over the guide wire a second time; however the stent still could not cross the stricture. At the discretion of the physician, the procedure was aborted after an hour and forty minutes. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 5 mm. The catheter was severely kinked at approximately 70 mm proximal to the guidewire access port. During analysis, the remainder of the stent was deployed without any restrictions. No further issues were noted with the returned device which could have contributed to the complaint incident. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure on (B)(6) 2010. According to the complainant, the patient had a six centimeter stricture located between the esophagus and the cardia. The anatomy was tortuous and dilated using a 10-12 mm cre balloon. The guide wire was advanced to stricture site; however the stent device could not cross the distal end of the stricture. The patient's anatomy was then dilated a second time using a 12-15 mm cre balloon. The stent device was advanced over the guide wire a second time; however the stent still could not cross the stricture. At the discretion of the physician, the procedure was aborted after an hour and forty minutes. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.